Manufacturer narrative:
The dentist reported that the components are not fitting correctly. The drivers components are part of a surgical kit which are accessories to the system and are classified as ndp, class I. It is reported that the parts will be returned for evaluation. The 3.5 mm short driver, the 3.0 mm long driver, the 7.0 mm short driver, drill extender. At this time complaint is under investigation. Once, the product is received it will be evaluated and follow up report will be provided.

Event description:
The dentist reported that the one of the implant drivers did not fit into the handpiece. There was no serious injury reported to the patient. One of the drivers fell into the patients mouth, the drill extender was stated as missing a sealing o-ring, and one of the drivers had a piece of metal obstructing insertion into the handpiece. The parts that will be returned for evaluation are: 3.5 mm short driver, 3.0 mm long driver, 7.0 mm short driver. No further details on the patient were available.